Manufacturer narrative:
(B)(6). Device manufacture date: 09/2009. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The up arrow keypad button was unresponsive to presses; all other keypad buttons responded as expected during testing. There was evidence of keypad contamination found under all key contacts.

Event description:
It was reported that the keypad buttons were unresponsive. A family member reported that the keypad buttons became unresponsive after the patient wore the pump in the pool for 2 minutes. She confirmed that all keypad buttons click and spring back when pressed, and that the keypad is intact. The family member stated that she replaced the battery and the pump powers on with audible tones and vibration, but the buttons will not respond to confirm the battery type. She denied signs of water ingress.